Event description:
The customer reported that a patient dialyzed in 2006, fin record 1296303. The patietn's medical history was not provided by the clinic. The customer notified gambro on november 27, 2006, that during a patient's hemokialysis treatment, the gambro ventrysystem 3(c3) hemodialysis machine removed too much fluid.

Manufacturer narrative:
See attached failure investigation systems report numbers 1296303. Note that with cessation of all manufacturing activities in december 2000. Gambro renal products is no longer a medical device manufacturer. Conclusion: nurse manager, reported that in 2006, that the c3 removed more fluid than it was programmed to remove during a patient's hemodialysis treatment. The excessive fluid removal was the result of a technical problem as report by gusts. The excessive fluid removal was 2.5 kgs. The patient was given 400 ml of normal saline, which is standard protocol. The patient did not require any medical intervention nor was there any injury substained. The patient was discharged to home in a stable condition.